Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead dislodged due to the patient having twiddlers syndrome. The patient has been referred for a revision. The atrial lead remains in use. No further patient complications have been reported as a result of this event.